Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported that on the device that was placed 5 years ago, they couldn't locate the place of the wire. It was hurting so bad, the patient was crying. They had to stop the procedure and take the patient to the hospital. They put the patient to sleep and had to start all over. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.